Event description:
Nurse reported the aviva meter switched units of measure from mg/dl to mmol/l. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.